Manufacturer narrative:
H6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was not conducted as no lot number was provided.

Event description:
It was reported that the pump was used and after several hours, the cassette disconnection alarm sounded. The customer asked the provider to use a replacement device, but the alarm still sounded. This occurred during patient use/administration at facility. There was patient involvement, and no patient harm/adverse event reported.